Manufacturer narrative:
Previous patient code (3191: appropriate term/code not available for ¿component separation¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2008 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: supraumbilical ventral hernia; recurrent supraumbilical ventral hernia; small bowel obstruction; inguinal hernia. Surgical procedures: (B)(6) 2006: supraumbilical ventral hernia repair. (B)(6) 2007: recurrent ventral supraumbilical hernia repair with mesh. (B)(6) 2007: exploratory laparotomy. Removal of old incisional mesh. Repair of inguinal hernia. Reduction of small bowel. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2008: removal of old mesh and component separation of the abdominal wall and repair of incisional hernia with two large oval marlex kugel meshes. Implant preoperative complaints: (B)(6) 2007: laparoscopic repair of recurrent ventral hernia with mesh. [The patient] ¿is a young white male seen in the office with a recurrent supraumbilical hernia following umbilical hernia repair. The options were discussed with the patient in detail and he elected to proceed with laparoscopic repair.¿ (B)(6) 2007: ¿a partial bowel obstruction was created by the distal ileum which had incarcerated the left medial edge of the recently placed mesh. This created a richter¿s type of hernia under the medial edge of the recently placed mesh.¿ implant procedure: exploratory laparotomy. Removal of old incisional mesh. Repair of inguinal hernia. Reduction of small bowel. [Implant: gore® dualmesh® plus biomaterial, 04536590/1dlmcp04, 15cm x 19cm, 1mm thick]. Implant date: (B)(6) 2007: description of hernia being treated: ¿at least 2 fascial defects representing the repaired hernias were encountered in the midline and the properitoneal [sic] fat associated with these was removed. Ultimately, the mesh that had been placed at the prior operation was encountered, tacks were encountered and removed. The left edge of the mesh was quite close to the midline and immediately apparent was a small loop of what turned out to be distal ileum that had incarcerated at the left medial edge. The bowel was clearly viable and the obstruction readily reduced. The patient¿ abdomen was quite distended and visualization was very problematic. At the time of the reduction of this hernia, it was not clear that was the only process going on. Therefore, it was elected to proceed with a more complete exploration of the abdominal cavity. Additionally, some exudate which turned out to be from the peritoneal lining of the mesh material, was also encountered, and the concern was raised over the possibility of a bowel perforation. Subsequently, because of these issues, the entire mesh was removed along with all tacks that were encountered. This was quite tedious and time consuming, but ultimately, the entire mesh was removed along with all of the tacks. Sutures on the left side of the abdomen were also removed. Once full access was to the abdominal cavity was obtained, the small bowel was run throughout its length. No other defects or abnormalities were seen. The exudate described previously was carefully removed from the bowel, and again it was felt to be consistent with the lining material that was part of the design of the mesh that had been placed in the abdominal cavity. The bowel was adherent to this mesh at a couple of points, but this was a very slight, very loose adherence. There was no evidence of direct trauma to the bowel per se. The patient¿s body habitus and small bowel distention really prevented inspection of the deeper components of the abdominal cavity. By palpation, the colon felt unremarkable. There was no evidence of succus within the abdominal cavity and very little free fluid was apparent.¿ implant size and fixation: ¿¿and then a piece of 19 x 15 x 19 novafil [sic] [records confirm gore® dualmesh® plus biomaterial was implanted] mesh was brought to the field and placed in the peritoneal cavity, and then tacked into position with multiple interrupted horizontal 0 novafil sutures. This was done in such a manner as to ensure as much as possible that no free edge of the mesh was in continuity with the bowel. The mesh itself overlapped the midline fascia by at least 5-6 cm in all directions.¿ no post-operative records were provided. Explant preoperative complaints: [none provided]. Explant procedure: removal of old mesh and component separation of the abdominal wall and repair of incisional hernia with two large oval marlex kugel meshes. Explant date: (B)(6) 2008: ¿a prior midline incision scar was excised, and then dissection was carried down through the subcutaneous tissue until the mesh from the old hernia repair was entered. This was then dissected free of surrounding tissue extensively. It had separated to the left lateral side and superiorly where recurrent hernias were apparent. The entire mesh was separated from the surrounding abdominal wall, and removed. It was adherent to the omentum and some loops of small bowel, but this were [sic] easily separated.¿ relevant medical information: (B)(6) 2008: pathology: ¿received fresh and labeled ventral hernia mesh explant ¿gross only, is a 15 x 10 [illegible] x 0.2 cm fragment of mesh. Once [sic] surface is smooth while the other surface has adherent tan fibrofatty tissue. There are several blue sutures embedded within the mesh. Specimen is received for gross exam only.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04536590. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, component separation, mesh repair and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6) healthcare. (B)(6) , md. Operative report. Please note this is a redictation. Preoperative diagnosis: recurrent ventral supraumbilical hernia. Postoperative diagnosis: recurrent ventral supraumbilical hernia. Indications: mr. (B)(6) is a young white male seen in the office with a recurrent supraumbilical hernia following umbilical hernia repair. The options were discussed with the patient in detail and he elected to proceed with laparoscopic repair. Operative procedure: ¿the patient was taken to the operating room and under satisfactory general anesthesia, prepped and draped in the usual sterile fashion. A lateral incision was made in the abdomen measuring 10 mm in size and under direct vision, the abdominal cavity was entered. A trocar was placed into the abdomen and the abdomen was insufflated with carbon dioxide. Subsequent to this, a camera was placed into the abdomen and visualization of the abdominal cavity and viscera was carried out. The hernia was identified above the area of previous umbilical hernia repair. Adherent omentum to this site was taken down with the laparoscopic scissors without difficulty. A sheet of proceed mesh was introduced into the abdomen following placement in 4 corners of the mesh with 0 gore-tex. These sutures were brought up through the anterior abdominal wall through incisions made in the 4 corners at the site of the anchoring sutures and then tied securely over the anterior abdominal wall fascia. Following this, tacking sutures were placed in 2 rows circumferentially around the mesh. Irrigation was carried out with bacitracin subsequent to this. The abdomen was desufflated and trocars were removed. The fascial layers of the trocar sites were closed with 0 vicryl. The skin was closed with 3-0 nylon. Sterile dressings were applied. The patient, having tolerated the procedure well, was taken to the recovery room in stable condition.¿ on (B)(6) 2007: (B)(6) healthcare. Implant label. Proceed surgical mesh; ethicon. On (B)(6) 2007: (B)(6) healthcare. (B)(6) , md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Procedure: 1) exploratory laparotomy. 2) removal of old incisional mesh. 3) repair of inguinal hernia. 4) reduction of small bowel. Operative time: 2 hours. Findings: a partial bowel obstruction was created by the distal ileum which had incarcerated the left medial edge of the recently placed mesh. This created a richter¿s type of hernia under the medial edge of the recently placed mesh. Details of procedure: ¿the patient was brought to the operating room and placed in supine position on the operating room table. After adequate general endotracheal anesthesia had been accomplished, a midline incision was made in the upper abdomen, continuing around the umbilicus. During the dissection, the fascia was incised. At least 2 fascial defects representing the repaired hernias were encountered in the midline and the properitoneal fat associated with these was removed. Ultimately, the mesh that had been placed at the prior operation was encountered, tacks were encountered and removed. The left edge of the mesh was quite close to the midline and immediately apparent was a small loop of what turned out to be distal ileum that had incarcerated at the left medial edge. The bowel was clearly viable and the obstruction readily reduced. The patient¿ abdomen was quite distended and visualization was very problematic. At the time of the reduction of this hernia, it was not clear that was the only process going on. Therefore, it was elected to proceed with a more complete exploration of the abdominal cavity. Additionally, some exudate which turned out to be from the peritoneal lining of the mesh material, was also encountered, and the concern was raised over the possibility of a bowel perforation. Subsequently, because of these issues, the entire mesh was removed along with all tacks that were encountered. This was quite tedious and time consuming, but ultimately, the entire mesh was removed along with all of the tacks. Sutures on the left side of the abdomen were also removed. Once full access was to the abdominal cavity was obtained, the small bowel was run throughout its length. No other defects or abnormalities were seen. The exudate described previously was carefully removed from the bowel, and again it was felt to be consistent with the lining material that was part of the design of the mesh that had been placed in the abdominal cavity. The bowel was adherent to this mesh at a couple of points, but this was a very slight, very loose adherence. There was no evidence of direct trauma to the bowel per se. The patient¿s body habitus and small bowel distention really prevented inspection of the deeper components of the abdominal cavity. By palpation, the colon felt unremarkable. There was no evidence of succus within the abdominal cavity and very little free fluid was apparent. Because of the massive dilatation of the small bowel proximally, it was [illegible] somewhat proximally into the intestine. It should be noted that approximately 2 liters of succus material was removed from the stomach with ng tube insertion. After ascertaining there was no to her evidence of abdominal injury, a good bit of time was then spent carefully evaluating the abdominal wall. Small bleeding points were controlled with bovie coagulation, and then a piece of 19 x 15 x 19 novafil [sic] mesh was brought to the field and placed in the peritoneal cavity, and then tacked into position with multiple interrupted horizontal 0 novafil sutures. This was done in such a manner as to ensure as much as possible that no free edge of the mesh was in continuity with the bowel. The mesh itself overlapped the midline fascia by at least 5-6 cm in all directions. Once this repair was completed, a [illegible] jp drain was placed in the subcutaneous tissue. The subcutaneous tissue was then closed in multiple interrupted 3-0 and 2-0 vicryl sutures, and the skin was closed with [illegible] staples. Sterile dressing was applied. The patient tolerated the procedure well, and was taken to the recovery room in stable condition.¿ on (B)(6) 2007: (B)(6) healthcare. Intraoperative record. Nurses notes: patient noted to have multiple incision on his abdomen from previous surgery. Mesh that was taken out will be discarded as per dr. (B)(6) request. Explant: mesh proceed 15 x 20 cm; ethicon. Comment: implant removed due to bowel stuck on it per dr. (B)(6) . Implant label: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04536590. W.l. Gore & associates. Description: mesh gore dual plus 15 x 19 cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04536590) was implanted during the procedure. On (B)(6) 2008: (B)(6) healthcare. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Preoperative diagnosis: recurrent incisional hernia. Operation performed: removal of old mesh and component separation of the abdominal wall and repair of incisional hernia with two large oval marlex kugel meshes. Anesthesia: general. Operative time: 2 ½ hrs. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position on the operating table. After adequate general endotracheal anesthesia had been accomplished, the patient¿s abdomen was prepped with chloraprep and draped with sterile towel and sheets to create a sterile field. He was given preoperative antibiotics. A prior midline incision scar was excised, and then dissection was carried down through the subcutaneous tissue until the mesh from the old hernia repair was entered. This was then dissected free of surrounding tissue extensively. It had separated to the left lateral side and superiorly where recurrent hernias were apparent. The entire mesh was separated from the surrounding abdominal wall, and removed. It was adherent to the omentum and some loops of small bowel, but this were [sic] easily separated. Once this had been accomplished, component separation of the abdominal wall was undertaken, elevating the peritoneum and posterior sheath away from the recuts musculature bilaterally over a distance of 10-15 cm. The dissection was carried superiorly and inferiorly to include the recurrent hernia superiorly. Once the component separation had been undertaken, the peritoneum and posterior rectus sheath was closed with multiple interrupted 0 and running vicryl sutures to separate the mesh pocket from the abdominal cavity itself. Once this was done, two large oval kugel meshes were placed in the properitoneal space, completely covering the fascial defect and underlapping it for at least 7-8 cm on all directions. Multiple #1 nurolon sutures were then used to tack both meshes in place and tack the two pieces of mesh together. Once this was done, the fascial edges were brought toward the midline and then tacked to the mesh anteriorly circumferentially again with 0 nurolon sutures. The 10 mm jackson-pratt drain was then placed through a separate stab wound inferiorly, and this was secured with to the skin with 3-0 silk sutures. The subcutaneous tissues were then closed with multiple interrupted 0 and 2-0 vicryl sutures. The skin was closed with running subcuticular 4-0 stitch and dermabond was applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2008: (B)(6) healthcare. Implant sticker. Bard® kugel® hernia patch x 2. On (B)(6) 2008: (B)(6) healthcare. (B)(6) , md. Pathology report. History: ventral hernia. Specimen: #1: ventral hernia with mesh explant. Gross examination: received fresh and labeled ventral hernia mesh explant ¿ gross only, is a 15 x 10.[illegible] x 0.2 cm fragment of mesh. Once surface is smooth while the other surface has adherent tan fibrofatty tissue. There are several blue sutures embedded within the mesh. Specimen is received for gross exam only. Final diagnosis: ventral hernia mesh explant: mesh identified (gross only). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: no records prior to (B)(6) 2006 were provided. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Pre/ postoperative diagnosis: supraumbilical ventral hernia. Procedure: [ni]. Anesthesia: IV sedation. Indications for procedure: mr. Lee is a 40-year-old gentleman seen in the office in consultation because of a tender, partially reducible supraumbilical ventral hernia. The options and recommendations were discussed with the patient and he elected to proceed with repair. Description of procedure: the patient was taken to the operating room under satisfactory IV sedation, prepped and draped in the usual sterile fashion. Using 1% xylocaine with epinephrine local infiltration was carried out. An incision was made in vertical fashion approximately 2-3 fingerbreadths above the superior margin of the umbilicus, deepened into the subcutaneous tissue. The hernia defect was identified and nonreducible subfascial fat was encountered. This was dissected free circumferentially from the hernia defect and replaced back into the abdomen. The hernia was subsequently repaired with interrupted sutures of 0-prolene. The wound was irrigated with saline and bacitracin. Subcutaneous tissue was closed with 3-0 vicryl. Skin was closed with running 3-0 subcuticular vicryl. Sterile dressing was applied. The patient having tolerated the procedure well was taken to the recovery room in stable condition. (B)(6) 2006: (B)(6) hospital. (B)(6) . Handwritten note. ¿I think they are surgery not showed here. I know the 3rd surgery I had, 2 day later, I had emergency surgery. I¿m also enclosing som [sic] pic.¿ (B)(6) 2006: [missing records: records regarding mesh implant and alleged injury(s) were not provided]. [Missing records: no medical records after (B)(6) 2006received.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.